Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while stapling the bowel, the stapler was unable to fire and did not like the sound of the reload but the surgeon was able to press the green handle and squeeze the handle. They used another gun and reload to complete the case. There was no patient injury.